Manufacturer narrative:
E1: patient city: (B)(6). Patient country: norway. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in norway. It was reported that patient got event of hyperglycaemia and diabetic ketoacidosis (dka) on (B)(6) 2025 for which the patient was hospitalized. The level of blood glucose was 2.7 mmol/l. The patient tested positive for ketones. The nature of treatment is unknown. No further information available.